Event description:
The customer had the dressing applied to his leg during a short stay in hospital. On assessment at home his leg was found to be inflamed, hot and red which appeared to be signs of infection. Dressing was removed and not required. Leg then returned to normal once dressing had been removed and checked the following day.

Manufacturer narrative:
Based on the limited information available to smith & nephew at this time, this event is deemed to be a serious injury pursuant to 21 c.f.r. Part 803.3.